Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 56 pulses. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. Although the needle mechanism was reset and fired properly during the investigation, the reported cannula did not deploy event could not be determined.